Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a device was not communicating. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had not been communicating. A technical support specialist had dialed into the device and checked the data synchronization logs. A data synchronization error had been present in the logs but had resolved itself. It appeared to have been a network issue that had resolved on its own. The tss had called the customer and confirmed that patients could be seen. The system functioned as intended after the technical support specialist tested the device.